Event description:
Pt reported that they have been unable to infuse their most recent order of hyqvia on (B)(6) 2026, as their pump was primed, but the medication would not flow through the tubing. Pt advises that the pump may need maintenance. Pt reports that they wasted the medication and missed their dose. No adverse events due to the pump issue or the missed dose were reported. The device serial number is unknown as it was not provided. Pump is available for return upon the pt receiving return shipping materials. Pt infuses hyqvia 30gm/300ml. No additional details, dates, or information provided. Indication: common variable immunodeficiency, unspecified.